Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 30 mg/ml hydromorphone at a dose of 7.818 mg/day and 2 mg/ml bupivacaine at a dose of 0.521 mg/day via an implantable infusion pump for non-malignant pain. It was reported that a motor stall on 2017-sep-18 was seen at initial interrogation. The patient had not recently had an MRI. Stopped pump period may exceed tube set was seen in the event logs. It was confirmed that there were no electromagnetic inference (emi) sources present. The patient had appointment with her hcp on tuesday. The patient had already gone through withdrawal and they gave her oral meds. No further complications were expected or anticipated.